Manufacturer narrative:
(B)(4). Date sent: 1/3/2024. Additional information was requested and the following was obtained: " no patient adverse outcome that I am aware of. No additional info is available at this stage" "no patient consequences I¿m aware of, they would have said so" correct awareness/procedure date (B)(6) 2023. Initially was listed as (B)(6) 2023. Initial report submitted on correct due date (B)(6) 2023. Mwr-06122023-0001530467 not late.

Event description:
It was reported that during an unknown procedure, the specimen retrieval bag broke whilst retrieving a gall bladder from a difficult patient. This resulted in having to reinsert ports to retrieve the specimen, adding another 20 min to the surgical time. They are breaking at the base of the pouch.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "have any of these events been previously reported to ethicon? If yes, please provide complaint file number. For each patient event please provide: event date, product code and lot number involved, procedure, and event description. Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed?" Additional information was requested and the following was obtained: "not sure of specific number of events but the hospital told me they think maybe it¿s a faulty batch as its happened numerous times? I have asked and am waiting for more product faults if possible. No other events reported ¿formally¿. No adverse patient outcome. No additional medical/surgical intervention." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.